Event description:
It was reported that the device battery reached eri earlier than expected. It was noted that the device reached eos in approximately 1 month. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, the overall longevity was found to be normal. However, the interval between eri and eos was less than expected at approximately one month. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. The cause for the eri to eos could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.